Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Date of event: (B)(6) 2015. Patient height: (B)(6) inches.

Event description:
It was reported the end user developed a red, rash with open areas under the skin barrier mass and tape collar. The rash persisted for approximately three (3) weeks before the end user sought medical treatment. After an examination, the end user was issued a prescription for clobetasol gel by a wound ostomy care nurse. No further patient complications were reported as a result of this event.